Manufacturer narrative:
E1: initial reporter postal code; l3r 3w6. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. The probable root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shuts off when the patient attempts to administer a bolus dose. Per reporter, the device then has to be connected to charger in order to operate.